Event description:
The doctor was performing a breast biopsy and was attempting to take samples when the cutter motor would not turn on. The doctor removed the probe and used a different driver, reinserted the probe, and completed the case with no pt consequence.